Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A DHR could not be performed since no lot number was provided. The product catalog and lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that an adverse event occurred while in the hospital, it was reported of a yeast/bacterial infection. Customer said that there was diagnostic testing taking place in order to treat the medical condition.per customer via phone on (B)(6)2025, it was reported that customer was currently hospitalized at (B)(6) hospital in (B)(6) il. Customer has had the same yeast/bacterial infection for 5 months. The infection has caused her stomach to swell. Customer has taken medication orally and inserted into her vagina along with topical creams. Customer does not own a purewick. She only used the one at the hospital 5 months ago and still suffers with the infection. Since she was in the hospital and used the wicks supplied by the hospital, customer could not provide a lot number for the wicks.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that an adverse event occurred while in the hospital, it was reported of a yeast/bacterial infection. Customer said that there was diagnostic testing taking place in order to treat the medical condition.